Manufacturer narrative:
Angina and thrombosis, listed in the IFU, are known adverse events associated with coronary stenting and not necessarily indications of a product quality deficiency. Angina was likely the result of the thrombosis, which was treated. Although, these issues are known adverse events associated with coronary stenting, a conclusive cause for all reported patient issues and the relationship to the product, if any, cannot be determined. Also, the promus was deployed at 20 atm, which is above rbp. IFU states, "do not exceed rbp as indicated on product label. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection."

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: sub-acute thrombosis (sat) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the initial procedure was performed in 2009. Another company's stent was placed in the mid lad and the 2.5 x 28 mm promus was placed proximal to that at 20 atm for 30 seconds. The patient returned to the cath lab on the same day, due to angina. The promus was found to have sat. The thrombosis was treated by multiple inflations with another company's balloon, and a 3.0 x 23 mm xience was placed in-between the previously placed stents. The results were good. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because, boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.